Manufacturer narrative:
Consumer was laying on the pad which is a violation of the instructions and warnings provided. Bunching/crushing of the pad is abuse of the product and a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.

Event description:
Consumer was laying against heating in bed for back pain when she felt extreme heat. She found the heating pad had overheated and damaged her bedding. It also emitted smoke and smell causing her nose and throat to hurt.